Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure location of device: outside uterus'), fallopian tube perforation ('fallopian tube perforation') and ovarian neoplasm ('tumor / teratoma / cancer type: tumors in ovaries/') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included hemorrhoidectomy on (B)(6) 2017, lithotripsy on (B)(6) 2012, breast lump in 2005, sentinel node biopsy in 2005, skin neoplasm excision in 2005, wisdom teeth removal and malignant melanoma. Concurrent conditions included fibroids. Concomitant products included ascorbic acid, atorvastatin calcium (atorvastin), colecalciferol (vitamin d3), fluticasone, furosemide, hydrochlorothiazide, levothyroxine sodium (levothyroxin), lorazepam, losartan potassium, salbutamol sulfate (albuterol) and vitamin b12 nos. In march 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient had essure inserted. In april 2011, the patient experienced migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pelvic pain on right and left side"). In may 2011, the patient experienced mood altered ("hormonal changes describe : extremely moody"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 2 years 1 month after insertion of essure. On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient was found to have ovarian neoplasm (seriousness criterion medically significant). On an unknown date, the patient experienced dyspepsia ("gastrointestinal or digestive system condition type"), gastrointestinal obstruction ("gastrointestinal or digestive system condition type/blockage due to large ovarian tumor") and headache ("headache"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, hysterectomy with bilateral salpingectomy-oophorectomy and unilateral oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, fallopian tube perforation, ovarian neoplasm, vaginal haemorrhage, menorrhagia, mood altered, dysmenorrhoea, dyspareunia and dyspepsia outcome was unknown, the migraine, gastrointestinal obstruction and headache was resolving and the pelvic pain and fatigue had resolved. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, fallopian tube perforation, fatigue, gastrointestinal obstruction, headache, menorrhagia, migraine, mood altered, ovarian neoplasm, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: removal date provided as : (B)(6) 2013 hysterectomy with unilateral salpingectomy and (B)(6) 2018 hysterectomy with unilateral salpingo-oopherectomy; given information states that she had bilateral salpingectomy considering unilateral salpingectomy on two separate occasions. She has history of fibroids and states that the condition worsened post essure removal. Most recent follow-up information incorporated above includes: on 21-nov-2019: pfs received. Pt updated for event gastrointestinal or digestive system condition to blockage due to large ovarian tumor. Concomitant drugs were added. Surgery was updated. On 21-nov-2019: no new significant information. Fu 2 & 3 process together. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure location of device: outside uterus'), fallopian tube perforation ('fallopian tube perforation'), ovarian neoplasm ('tumor / teratoma / cancer type: tumors in ovaries/') and tumour obstruction ('gastrointestinal or digestive system condition type/blockage due to large ovarian tumor') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included hemorrhoidectomy on (B)(6) 2017, lithotripsy on (B)(6) 2012, breast lump in 2005, sentinel node biopsy in 2005, skin neoplasm excision in 2005, wisdom teeth removal and malignant melanoma. Concurrent conditions included fibroids. Concomitant products included ascorbic acid, atorvastatin calcium (atorvastin), colecalciferol (vitamin d3), fluticasone, furosemide, hydrochlorothiazide, levothyroxine sodium (levothyroxin), lorazepam, losartan potassium, salbutamol sulfate (albuterol) and vitamin b12 nos. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pelvic pain on right and left side"). In (B)(6) 2011, the patient experienced mood altered ("hormonal changes describe : extremely moody"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 2 years 1 month after insertion of essure. On(B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient was found to have ovarian neoplasm (seriousness criterion medically significant). On an unknown date, the patient was found to have tumour obstruction (seriousness criterion medically significant) and experienced dyspepsia ("gastrointestinal or digestive system condition type") and headache ("headache"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, hysterectomy with bilateral salpingectomy-oophorectomy and unilateral oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, fallopian tube perforation, ovarian neoplasm, vaginal haemorrhage, menorrhagia, mood altered, dysmenorrhoea, dyspareunia and dyspepsia outcome was unknown, the tumour obstruction, migraine and headache was resolving and the pelvic pain and fatigue had resolved. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, mood altered, ovarian neoplasm, pelvic pain, tumour obstruction and vaginal haemorrhage to be related to essure. The reporter commented: removal date provided as : (B)(6) 2013 - hysterectomy with unilateral salpingectomy and (B)(6) 2018 - hysterectomy with unilateral salpingo-oopherectomy; given information states that she had bilateral salpingectomy considering unilateral salpingectomy on two separate occasions. She has history of fibroids and states that the condition worsened post essure removal. Amendment: the report was amended for the following reason: following company internal coding review, the reported event "gastrointestinal or digestive system condition type/blockage due to large ovarian tumor" was recoded to the meddra llt: tumor obstruction. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure location of device: outside uterus'), fallopian tube perforation ('fallopian tube perforation') and ovarian neoplasm ('tumor / teratoma / cancer type: tumors in ovaries') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included hemorrhoidectomy on (B)(6) 2017, lithotripsy on (B)(6) 2012, breast lump in 2005, sentinel node biopsy in 2005, skin neoplasm excision in 2005, wisdom teeth removal and malignant melanoma. Concurrent conditions included fibroids. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pelvic pain on right and left side"). In (B)(6) 2011, the patient experienced mood altered ("hormonal changes describe : extremely moody"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 2 years 1 month after insertion of essure. On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient was found to have ovarian neoplasm (seriousness criterion medically significant). On an unknown date, the patient experienced dyspepsia ("gastrointestinal or digestive system condition type"), gastrointestinal disorder ("gastrointestinal or digestive system condition type") and headache ("headache"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and unilateral oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, fallopian tube perforation, ovarian neoplasm, vaginal haemorrhage, menorrhagia, mood altered, dysmenorrhoea, dyspareunia, dyspepsia and gastrointestinal disorder outcome was unknown, the migraine and headache was resolving and the pelvic pain and fatigue had resolved. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, mood altered, ovarian neoplasm, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: removal date provided as : (B)(6) 2013 - hysterectomy with unilateral salpingectomy and (B)(6) 2018 - hysterectomy with unilateral salpingo-oophorectomy; given information states that she had bilateral salpingectomy considering unilateral salpingectomy on two separate occasions. She has history of fibroids and states that the condition worsened post essure removal. Most recent follow-up information incorporated above includes: on 16-jul-2019: pfs and mr received: previously reported event ¿injury¿ updated to ¿migration of essure location of device: outside uterus¿, new events- ¿fallopian tube perforation, tumor / teratoma / cancer type: tumors in ovaries, abnormal bleeding(vaginal), abnormal bleeding (menorrhagia), hormonal changes describe : extremely moody, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain on right and left side, fatigue, gastrointestinal or digestive system condition type, patient did not underwent essure confirmation test, headache¿, insertion and removal dates of essure , new concomitant and historical conditions were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.